Event description:
It was reported that a hair contamination was observed before use. Followed up indicated that it was not mentioned by the customer where the contamination was observed. Waiting for device to be returned and evaluated.

Event description:
Baxter (B)(4) received a report that a leak from the cassette was observed when the set was removed from a yume machine. There was no patient injury / medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Customer report was confirmed. The pediasep catheter was not returned. Only opened tray and some components was returned. There is what appears to be a brown hair inside the tray. The hair is about 9cm long.